Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer was provided repair/replacement information, the device has not been received for evaluation; therefore, the reported problem cannot be confirmed. H3 other text : device not returned.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.